Manufacturer narrative:
The customer's complaint of a set separation and leak was confirmed. A photo provided by the customer observed that the nitro tubing was separated from the micron filter outlet port. The root cause of this failure was not identified.

Event description:
The customer reported nurses in the adult infusion room noticed the set separated at the engagement to the filter and then leaked taxol. The filter proximal to the patient also cracked and leaked. The event occurred as the set was being attached to the patient.

Manufacturer narrative:
Additional investigation information: no cracks to the filter were observed in the received photo as was reported by the customer.

Event description:
The customer reported nurses in the adult infusion room noticed the set separated at the engagement to the filter and then leaked taxol. The filter proximal to the patient also cracked and leaked. The event occurred as the set was being attached to the patient.

Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported nurses in the adult infusion room noticed the set separated at the engagement to the filter and then leaked taxol. The filter proximal to the patient also cracked and leaked. The event occurred as the set was being attached to the patient.